Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors might have contributed to the event, including the patient's advanced age of 86 years and history of coronary artery disease, hypertension and hyperlipidemia. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 years and 3 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 valve, the valve failed due to as (aortic stenosis) and ai (aortic insufficiency). Additional information provided per the valve clinical coordinator indicating the patient complained of worsening sob (shortness of breath) and was admitted to the hospital with hfpef (heart failure with preserved ejection fraction) exacerbation and pulmonary edema requiring IV (intravenous) diuresis. The perceived root cause of the as and ai is bioprosthetic valve deterioration. In addition, the valve leaflets are thickened and restricted. The patient is scheduled for tavr explant and CABG (coronary artery bypass graft surgery). According to the provided medical records, the valve was well-seated at index tavr with a peak gradient of 27mmhg and mean gradient of 15mmhg. The patient was then admitted to the hospital in (B)(6) 2025 with sob, requiring diuresis. Later that month, echocardiography revealed moderate-to-severe aortic stenosis, regurgitation (trace paravalvular leak), a peak velocity of 3.9m/s, mean gradient of 38mmhg, and a valve area measuring 1.18cm^2. The valve leaflets were noted to be thickened and restricted, with an effective regurgitant orifice of 0.25cm^2. Cardiology recommended conservative management, citing high procedural risk and lack of significant change in valve performance. The options for treatment are warfarin administration then determine whether regurgitation or stenosis improve over a period of 3 to 6 months. Alternatively, the patient could undergo valve explant with savr (surgical aortic valve replacement). Both options were discussed with the patient.

Event description:
Additional information provided per edwards thv safety indicating the patient was electively admitted and underwent tavr explant. The patient tolerated the procedure well without any complications noted, and was discharged on postoperative day 7.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the clinical specialist. Sections b4, g3, g6 and h2 have been updated. Addition to section b5.